Event description:
New information indicates that the right ventricular lead was explanted and replaced due to oversensing of noise. The patient was in stable condition with no adverse health consequences.

Event description:
New information indicates that after pulling the right ventricular (rv) lead, while checking with the transesophageal echocardiogram (tee), a large effusion was observed. The patient became hypotensive and hemodynamic intervention was initiated by the physician. Pericardiocentesis was performed to address the effusion, with subsequent monitoring showing no significant reaccumulation of fluid.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found one internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil, the etfe coating of the ring electrode cables was not abraded.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2025-17727. Follow-up number 3: section g3, date received by manufacturer should have been february 12, 2026, rather than january 5, 2026.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited sensing of noise. No resolution was performed. There were no patient consequences.